Event description:
Customer stated that the meter has segments missing. When it comes on it displays "03" and it should be "103". A review of the system was conducted over the phone. The review indicated that segments were missing in the 100s, 10s and untis positions of the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.